Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, no quality product deficiency was identified. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful left eye cataract plus trabecular micro bypass stent system procedure, the patient presented with endophthalmitis four (4) days postoperatively. The patient fully recovered without residual damage following a prompt vitreous tap and injections of antibiotics by the surgeon. Reportedly, the patient was being monitored frequently. According to the surgeon, the reported event cannot be attributed to the stent.